Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event, specifically a foreign body reaction or foreign body sensitivity. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25 sep 2025, arthrex was notified of a case study published by knee surgery & related research, for ¿favorable 10 year outcomes of osteochondral autologous transplantation for spontaneous osteonecrosis of the knee following subchondral insufficiency fracture with optimal alignment correction." The purpose of this study is to investigate the long-term effect of osteochondral autologous transplantation (oat) on spontaneous osteonecrosis of the knee (sonk) following subchondral insufficiency fracture remains unclear. This study aimed to evaluate the long-term survivorship and clinical outcomes of oat for sonk, with a focus on factors associated with clinical success. As a result, there were 16 complications: 15 patients had a high tibial osteotomy procedure performed, and one patient had an arthroplasty performed.